Event description:
It was reported that during a percutaneous transluminal coronary treatment procedure, removal difficulties were encountered. The kinetix guide wire went in the septal branch. The physician noted he had to pull extremely hard to remove the wire. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).